Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded a high out of range pacing impedance measurement greater than 2000 ohms. The thresholds on the lead were also increasing but no noise was observed. The physician plans to schedule a revision surgery to replace the system. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicated that a revision procedure was performed and this rv lead was explanted. The lead insulation was punctured during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation and blood/body fluid in the helix housing. The cuts were suspected to have been induced during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.